Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for mix match product with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for mix match product with the incident lot was observed. Root cause description: a photograph was provided which showed a case pack with the product ref (B)(4) which is an sstii product manufactured at the plymouth site, and a shelf pack with the product ref (B)(4) which is an sst product manufactured at the sumter site. Neither of the two affected sites have both products available to be able to mix them in the case pack. It is difficult to see how given that the case pack originated at the plymouth plant and a product manufactured at the sumter plant was able to be packed alongside product manufactured at the plymouth plant. Therefore, a true root cause of this issue could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the outbox label was for bd vacutainer® sst¿ ii advance plus blood collection tubes, but only 6 out of the 10 packs were for that desired product. Four of the packs were for catalog number 367986 instead. No report of injury or medical intervention.

Event description:
It was reported that the outbox label was for bd vacutainer sst ii advance plus blood collection tubes, but only 6 out of the 10 packs were for that desired product. Four of the packs were for catalog number 367986 instead. No report of injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no.